Manufacturer narrative:
Concomitant products: additional device associated with event: pxc121400/ 9567902, pxc141200/ 10131327, pxc121400/ 10124522. (B)(4).

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 55 mm in diameter with and was implanted with gore excluder aaa endoprostheses. The patient tolerated the procedure with no reported endoleak and was discharged on (B)(6) 2012. On (B)(6) 2016, the patient underwent trans-oartic ligation of the lumbar arteries. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use states, adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement type ii endoleaks are defined as retrograde flow through patent collateral vessels into the perigraft spaces (i.e., aneurysmal sac), which have been excluded by thoracic or abdominal endograft placement. A type ii endoleak can originate from any of the aortic branch vessels, including but not limited to; intercostal, left subclavian, pharyngeal, lumbar, inferior mesenteric, hypogastric, sacral, gonadal, or accessory renal arteries. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 55 mm in diameter, and bi-iliac artery aneurysms; and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure with no reported endoleak and was discharged on (B)(6) 2012. On (B)(6) 2016, the patient underwent trans-aortic ligation of the lumbar arteries for treatment of a type ii endoleak. The patient tolerated the procedure it is unknown if the endoleak was resolved.

Manufacturer narrative:
Patient medications include but are not limited to: plastulen, rekawan , ass100.